Event description:
Additional information received indicates that the patient's ipg did not provide 24 hours of therapy when fully charged. Hence, the patient stopped charging their ipg. As such, the ipg became inoperable.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable over 2 years ago. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue.